Event description:
"Vascular surgeon was doing routine embolectomy of the perineal artery with the a4403 product. It tested ok before the procedure and was inserted into the artery. The correct volume was put into the balloon and surgeon tried to draw back the catheter. It stuck fast in the artery and even when the balloon was deflated, it would not withdraw. Eventually, it came out but left the end of the catheter in the patient. For over two hours, the surgeon tried to retrieve the end but it had diverted into a collateral vessel and could not be identified.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.